Manufacturer narrative:
(B)(4).

Event description:
It was reported that an exit block was observed. X-ray image revealed that the lead had dislodged. The lead was repositioned. Patient was in good condition post-procedure.